Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, an external blood leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported there was no leak during priming of the set. The location of the leak was reported as "at the connection of filter bottom and tube". The volume of the leak was "around 3-5ml". H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed a drop of blood in the access line post pump. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.